Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he was about to deliver a bolus when he noticed the display on the insulin pump was blank. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the customer received an unexpected restart alarm. Blood glucose value was 198 mg/dl. The alarm history showed two unexpected restart alarms and three external ram error alarms. Customer stated the insulin pump was not stored or not in use for an extended period of time. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.